Manufacturer narrative:
The pump passed the rewind, prime and excessive no delivery tests. The stop current and run current measurement tests were within specification. The pump also passed the off no power, unexpected restart error and self tests. The displacement, basic occlusion, occlusion and displacement accuracy tests could not be conducted due to a completely broken off reservoir tube lip. We were unable to verify the possible under delivery anomaly due to the completely broken off reservoir tube lip. The test p-cap and reservoir could not lock in place in the reservoir compartment due to the completely broken off reservoir tube lip. The pump also had a missing reservoir tube o-ring, minor scratches on the display window, broken battery tube threads, a broken belt clip slot, a missing end cap sticker, a cracked case at the reservoir tube window corners and a cracked reservoir tube window. The pump uploaded properly using carelink.

Event description:
Troubleshooting was conducted, and an insulin leak in the tubing was noted, which was due to physical damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer was wearing the insulin pump at the time of the emergency room and high blood glucose level was 693 mg/dl. The incident date was changed to (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 693 mg/dl and current blood glucose was 142 mg/dl. The customer was treated with manual injection. Customer reported that insulin pump system has not been in use within 48 hours. Customer also alleging pump was under delivered. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.